Event description:
The patient reported site would not deploy initially but did when patient applied extra force to the buttons on 30 apr 2026.

Manufacturer narrative:
MDR . / initial 2 of 2. Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.